Event description:
It was reported the patient never had therapeutic effect. It was noted the patient had a successful trial, but since receiving the implant they were not having good results. It was noted the patient increased stimulation to 3.0 volts but that was too high and they could not sit at that level. Patient confirmed the stimulation was on. It was also reported the patient was not trained adequately on using the device. It was noted "someone came after surgery while recovering from anesthesia but they did not recall receiving any therapy direction." Approximately two and a half weeks later it was reported the device was poking the patient in the back of the vaginal area. It was also noted the patient stated the representative had the patient switch programs the (B)(6). Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted the patient had an appointment scheduled for (B)(6) 2013. A couple days later it was reported the patient got up five times the previous night and was not getting urinary relief. The patient was on program four at 3.5 but it was not comfortable for them. The patient had changed the program two times.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03acm, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).